Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Customer stated she felt sick, tested on saturday and tuesday and was negative both times. Went to doctor and had pcr test performed and it was positive.